Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely tortuous and severely calcified right superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.